Manufacturer narrative:
(B)(4). No actual sample was returned for evaluation; however, photograph of the issue was provided. The batch review found no indication of related nonconformance during the manufacture of this product. Visual analysis of the photos found the filled tpn bag without leaks and with the spike port caps removed from the spike port assembly. As the cap is designed to be removed with manual force, the cap being removed would not indicate a product deficiency. Without the physical sample, a complete analysis of the reported defected cannot be performed; therefore, the complaint cannot be confirmed and the cause is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn bag was leaking near the administration port. It was discovered by the patient prior to administration. There was no patient injury or adverse events reported. No additional information is available.